Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04048. It was reported that during remote follow-up, high threshold on ra lead and noise on rv lead were observed. Ra and rv leads were explanted and replaced. Patient¿s condition was stable during and post-procedure.

Manufacturer narrative:
External insulation abrasion was noted at 17.6 cm to 17.8 cm from the connector pin consistent with friction to device can consistent with lead friction to device.